Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic a slit knife was dull during surgery. The surgery was completed by using a single slit knife. Patient and procedure details were not reported. There was no patient impact.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. One unopened knife, in a blister was received for the report of slit knife was dull during surgery. Sample wase visually inspected and found to be conforming. Functional penetration testing was performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned unopened sample was found to be conforming, therefore dull blade as described in the complaint was not confirmed. However, since the actual complaint sample was not returned, a root cause cannot be determined for the complaint as described by the customer. The unopened samples were found conforming; however, because the actual complaint sample was not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).